Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, basic occlusion , prime and excessive no delivery alarm test. The insulin pump had a cracked display window, cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a high blood glucoe and hospitalized. The customer's blood glucose level was 520 mg/dl. The customer was admitted to the hospital for the ICU for two days and the name of the hospital is sagewes healthcare hospital on (B)(6) 2014. The cause of the customer emmergenty room visit was diabetic ketoacidosis. The customer was released on back up insulin. The troubleshooting was performed. The customer was advised that she will get a replacement of insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.